Event description:
It was reported by clinical staff at te hospital that: "patient presented bradypnea and apnea, with bradycardia and subsequent cardi orespiratory arrest due to hypoxia, requiring support with ventilation and cardiopulmonary resuscitation, intubated at the first attempt, but due to air leakage was changed to a 6.5 cannula with fixed balloon in 16". Additional infomration reported by the clinical staff: "death (B)(6) 2023. Cardiorespiratory arrest unrelated to the device incident. The issue was resolved changing the cannula with another cannula of the same caliber and brand. The air leak was after de arrest. The air leak, didn't delay the health care. The patient didn't suffer hypoxia when the cannula was changed."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by clinical staff at te hospital that: "patient presented bradypnea and apnea, with bradycardia and subsequent cardi orespiratory arrest due to hypoxia, requiring support with ventilation and cardiopulmonary resuscitation, intubated at the first attempt, but due to air leakage was changed to a 6.5 cannula with fixed balloon in 16". Additional infomration reported by the clinical staff: "death (B)(6) 2023. Cardiorespiratory arrest unrelated to the device incident. The issue was resolved changing the cannula with another cannula of the same caliber and brand. The air leak was after de arrest. The air leak, didn't delay the health care. The patient didn't suffer hypoxia when the cannula was changed."

Manufacturer narrative:
Qn# (B)(4).